Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure upon interrogation, it was noted that the right ventricular lead exhibited noise and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.